Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of fentanyl to an infant patient. The clinician noted that the volume of fentanyl chart for the period from 2200-0600 was "almost double" the expected volume. Parents of the patient expressed concern that the infant was "sleepy this morning and not active." The patient required increased respiratory support going from high flow nasal canula (hfnc) to nasal intermittent mandatory ventilation (nasal imv). The pumps were removed from the patient's room.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with medical device catalog #8100 alaris lvp module is a concomitant and this file has captured the correct suspect device with medical device catalog #8015 alaris pcu 1.5 module as per investigation report. Omit : concomitant med prod data, b17 - device not returned, c20 - no findings available. Correction: medical device catalog #, unique device identifier (UDI)#, medical device serial #, medical device model #. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of fentanyl could not be definitively confirmed from the log analysis and could not be replicated through device testing, however it is suspected that a programming error occurred on 27nov2024 at approximately 4:59am when the rate was changed to 2.5ml/hr from an initial rate of 0.7225 ml/h. It was noted, through keypress replication of the pcu event logs, that the device that was programmed to infuse fentanyl was the received concomitant pump module s/n: (B)(6). This is now considered to be the suspect device. The retrieved associated device logs showed on 26nov2024 at 1:28 pm, an infusion of fentanyl at 200 mcg/100 ml was programmed and started on the suspect pump module s/n (B)(6). The infusion was programmed at a rate of 0.7225 ml/h and a volume to be infused (vtbi) of 4 ml. The infusion ended on (B)(6) 2024, at 1:52 am, and transitioned to kvo. The vtbi was changed to 100 ml, and the infusion was restarted. At 4:59 am, an attempt was made to change the rate to 0.1 ml/h, triggering a guardrails dose below minimum soft limit (minimum of 0.5 mcg/kg/h). ¿no¿ was selected when asked to confirm, and the rate was changed to 1 ml/h. The rate was then changed again to 2.5 ml/h. The rate was changed to 0.1 ml/h at 7:16 am, bypassing the guardrails dose below minimum soft limit; however, it was changed back to 0.7 ml/h at 7:17 am. The dose was changed to 0.5 mcg/kg/h at 8:59 am, modifying the rate to 0.7225 ml/h. At 9:48 am, a safety clamp open alarm was observed, lasting one (1) second. The system was powered off at 9:49 am. The accumulated total volume infused between 26nov2024, at 1:27 pm (when the infusion of fentanyl was first started), and 27nov2024, at 9:49 am (when the system was shut down), was calculated at 18.631 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The inspection of the pump module did not find any existing malfunctions. During testing, it was noted that the device was under infusing (-1.84% outside specifications). However, after calibrating the device, the suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. Root cause: the probable cause for the reported over infusion of fentanyl is being attributed to user programming. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification after calibration. Note that this report lists imdrf annex a1801, a040101, a27, g02034, g02017, c0601, c07, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of fentanyl to an infant patient. The clinician noted that the volume of fentanyl chart for the period from 2200-0600 was "almost double" the expected volume. Parents of the patient expressed concern that the infant was "sleepy this morning and not active." The patient required increased respiratory support going from high flow nasal canula (hfnc) to nasal intermittent mandatory ventilation (nasal imv). The pumps were removed from the patient's room.